Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the titanium adapter and the patient catheter adapter of a minicap extended life pd transfer set which resulted in a leak. The event was further described as "came loose while sitting at home, detected fluid and looked down and the catheter came apart". The reporter stated, ¿the transfer set hard to connect to or disconnect from where the transfer set meets the permanent catheter.¿ this occurred during the ¿6th¿ process step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.